Event description:
A malfunction alarm was reported with malfunction code malf 9. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if any issues arise in the future, which the customer acknowledged and understood.